Manufacturer narrative:
This report is for an unknown quantity of unknown 2.4mm locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the patient was implanted with a 2.4mm locking compression plate (lcp) straight wrist plate ¿ left, and eight (8) 2.4mm screws on (B)(6) 2016. On an unknown date it was determined patient¿s volar tilt had collapsed. The patient was returned to surgery on (B)(6) 2016. The plate was removed, the patient¿s bone void was filled using an unknown bone spacer, and then the same plate was re-implanted. On unknown date, it was determined the plate had broken through an empty middle hole. The patient was again returned to surgery on (B)(6) 2016 where the plate and eight (8) screws were removed. No additional hardware was implanted as patient was reported to be healed. This complaint will address the first revision on (B)(6) 2016. The hardware removal on (B)(6) 2016 will be addressed and reported in linked complaint com-(B)(4). This report is for an unknown quantity of unknown 2.4mm locking screws. This is report 3 of 3 for com-(B)(4).